Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non functional therapy electrodes) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was open pulse wire between ECG a and ECG b. The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.